Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device produced no flow. The complainant stated that the patient was treated in the intensive care unit for 31 hours with the arctic sun device. Subsequently, the arctic sun was powered off, and the pads were removed from the patient and stored in the room. After 39 hours, an attempt was made to re-initiate therapy using the same pads; however, the water allegedly did not pass through the pads and there was no water flow. The arctic sun device was checked and the device appeared to operate properly. As a result of the inadequate flow; the pads were discarded, and the patient was treated with ice and alcohol to reduce the patient's temperature to 38.5°c.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device produced no flow. The complainant stated that the patient was treated in the intensive care unit for 31 hours with the arctic sun device. Subsequently, the arctic sun was powered off, and the pads were removed from the patient and stored in the room. After 39 hours, an attempt was made to re-initiate therapy using the same pads; however, the water allegedly did not pass through the pads and there was no water flow. The arctic sun device was checked and the device appeared to operate properly. As a result of the inadequate flow; the pads were discarded, and the patient was treated with ice and alcohol to reduce the patient's temperature to 38.5°c.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Visual inspection noted no obvious defects that would have contributed to the reported problem. The pads had evidence of being used, the pads were found with a correct trim pattern, the energy connector of left chest and thigh were noted deformed where the connection is made with the arctic sun, the other energy connectors were found free of damages and presented a good connection. The pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. However, the energy connector of left chest and thigh were noted deformed where the connection is made with the arctic sun, the other energy connectors were found free of damages and presented a good connection. The functional evaluation results are as follows: functional evaluation: the pads were submitted to the flow rate test under test method tm7600515 with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 4.39 l/min m2 of flow rate were registered during the test. Left thigh pad: a total of 5.09 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 4.87 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 4.39 l/min m2 of flow rate were registered during the test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device produced no flow. The complainant stated that the patient was treated in the intensive care unit for 31 hours with the arctic sun device. Subsequently, the arctic sun was powered off, and the pads were removed from the patient and stored in the room. After 39 hours, an attempt was made to re-initiate therapy using the same pads; however, the water allegedly did not pass through the pads and there was no water flow. The arctic sun device was checked and the device appeared to operate properly. As a result of the inadequate flow; the pads were discarded, and the patient was treated with ice and alcohol to reduce the patient's temperature to 38.5°c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device produced no flow. The complainant stated that the patient was treated in the intensive care unit for 31 hours with the arctic sun device. Subsequently, the arctic sun was powered off, and the pads were removed from the patient and stored in the room. After 39 hours, an attempt was made to re-initiate therapy using the same pads; however, the water allegedly did not pass through the pads and there was no water flow. The arctic sun device was checked and the device appeared to operate properly. As a result of the inadequate flow; the pads were discarded, and the patient was treated with ice and alcohol to reduce the patient's temperature to 38.5°c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intensive care unit treated the patient for 31 hours with the arctic sun device. The arctic sun was then shut down and the pads were removed from the patient and stored in the room. After 39 hours, the patient was attempted to be re-treated with the same pads; however, the water allegedly did not pass through the pads and there was no water flow. The arctic sun was checked and everything was ok with the device. The pads were discarded and the patient was treated with ice and alcohol to reduce the patient's temperature to 38.5c.